Event description:
Customer reportedly received results in the 400's (mg/dl) and in the 60's (mg/dl) within 10 minutes on the compact plus system. Low blood glucose symptoms were reported with these results. Customer was able to self treat with candy, and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.